Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink system continu-flo solution sets leaked at the "y port" (clearlink) during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date: (update the null value to n/a), h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.